Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Event description:
This report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine replacement of the associated subcutaneous implantable cardioverter defibrillator (s-ICD), this electrode was observed to be coiled up in the pocket. It was reported that the patient suffered from twiddler's syndrome. The device was explanted and replaced as planned and the electrode was also explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.